Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received a shock. Upon episode review it was determined that the shock was inappropriate due to oversensed noise. Technical services discussed troubleshooting options to mitigate further inappropriate therapy. No adverse patient effects were reported. The device remained in service with no further complications reported. The device was later returned and analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.